Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received two motor error alarms. Customer¿s blood glucose was unknown. Customer stated that no delivery alarm and diminished battery life. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No motor error alarm and excessive no delivery alarm noted. The motor was tested outside of the device and passed. Device passed self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no low battery alert noted. (B)(4).